Event description:
It was reported that the patients ipg pocket site was causing pain, and the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted device components were not returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred for the past several months. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patients ipg pocket site was causing pain, and the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted device components were not returned per hospital policy.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.